Event description:
It was reported that during prior to use testing, the tracheostomy tube inner tube was found not to fit with the outer cannula. There was no patient involvement.

Manufacturer narrative:
(B)(4).